Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module oxygen sensor did not calibrate successfully. Manual control of both gas flow and fio2 remained available. The device was repaired at the user location. There were no adverse consequences to the patient as a result of this event.